Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(4) displayed "system error, out of service, revert to manual CPR" was confirmed during both archive data review and functional testing. The root cause of the system error was likely due to the processor board (pca) failure. Contribution of user mishandling cannot be ruled out since the platform is heavily damaged. During visual inspection, the battery lock, top cover as well as front and bottom enclosures were observed damaged, unrelated to the reported complaint. Based on the photos provided by the zoll service team, the top cover was scratched and chipped with large cracks going around the platform. Both the front and bottom enclosures were scratched and cracked, and the battery lock was bent. The observed physical damages appeared to be the characteristics of harsh impacts due to user mishandling. The damaged parts were replaced to address the issues. Archive data review showed the occurrence of system error - 132 (internal watchdog timeout) around the customer's reported event date, confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" displayed upon powering up, confirming the customer's reported complaint. Technical investigation revealed that the root cause of the system error was the defective processor board, which was replaced to remedy the fault. Subsequently, the autopulse platform successfully passed a 15-minute run-in test using a large resuscitation test fixture (lrtf), equivalent to a 250-pound patient. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4) displayed "system error, out of service, revert to manual CPR" upon powering up. No patient involvement.